Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260, (serial: (B)(6) ); product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that during a replacement procedure, a gush of clear fluid occurred during the placement of a lead. The procedure involved removing a competitor device without complication, and the first new percutaneous lead was placed without issue at t11/12, ending at t8-10. During the second lead placement, a gush of clear fluid was observed when the lead was visualized leaving the needle. The physician removed the needle and lead, and after a successful epidural access at t12/l1, a lateral fluoroscopy showed the lead was anterior. The physician then made a third attempt at t11/12, which was successful, and the lead was placed at t8-10. In the post-anesthesia care unit, the patient complained of new onset pain in the right foot, rated as 9/10, and was unable to sit still, curling toes and rubbing the foot. Nurses monitored the patient and provided pain medication, and stimulation was programmed per physici an's instructions, after which the pain was reported as 8/10.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the consumer via the manufacturer representative reported that they met for reprogramming. The patient stated that the new pain was still present and while it had gotten a little better the patient wanted it to be completely resolved. The patient was directed to discuss the issue with their healthcare provider. The patient noted that the stimulator was helping with the original painful areas. Neurosense programming was set up without issue.